Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified lesion in the proximal right coronary artery. Following pre-dilatation with a 1.5 x 8 mm mini trek balloon dilatation catheter (bdc), a 2.75 x 23 mm xience xpedition stent was deployed at 10 atmospheres (atms). Post-dilatation was performed with a 3.0 x 12 mm nc trek bdc at 18 atms. A dissection was noted on the distal edge of the stent after post-dilatation. A 2.75 x 15 mm xience xpedition stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.